Event description:
The facility representative reported a flogard infusion pump with "no handle to close door". The event was reported to have occurred upon power up in the emergency room. This condition had the potential to interrupt delivery. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the customer reported condition was confirmed. Service determined that the door latch was missing. The device was returned unrepaired, as approval for the repairs was never received.